Event description:
A malfunction occurred on the pump, as reported by the caller. There was no reported impact on the customer¿s blood glucose level. The customer successfully reset the pump and was instructed by technical support to continue using it, with advice to contact them again if the malfunction code recurred.